Event description:
Consumer emailed stating that "the last 3 toothbrush heads I have received have all had bristles start to come out as I am brushing my teeth. I just put in a new one a week ago and bristles are already coming off in my mouth." Product not returned.